Event description:
Surgeon placed three stents on patient with right leg ischemia. On removal of the stent assembly surgical team found that the conical inserter tip had dislodged from the equipment and was lodged in the peroneal artery. Physician was unable to remove the tip and determined that the clinical significance of the retained tip was minimal.